Manufacturer narrative:
Olympus followed up with the user facility to gather additional information regarding this matter. The user facility had been reprocessing the subject device in an automatic endoscope reprocessor, but had not been reprocessing the auxiliary water channel. No devices were returned for evaluation. An olympus endoscope service specialist (ees) has visited the user facility, and provided in-service training regarding the appropriate reprocessing of endoscopes. The instruction and reprocessing manuals supplied with the (B)(4) provide detailed instructions on how to reprocess the device. This report appears to be due to user error.

Event description:
Olympus was informed that the user facility had not been sufficiently reprocessing the auxiliary water channel of the two endoscopes from (B)(6) 2011. There were no reports of any patient or user infections, however the user facility has notified approximately 60 patients that were examined during this period and offered infectious disease testing.